Manufacturer narrative:
(B)(4). Issue reported based on potential delay of therapy described in customer communication.

Event description:
Customer reports that AED was deployed and did not deliver shock. Subject was resuscitated manually.